Manufacturer narrative:
Additional event information received. Indicating, no patient involvement. This MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device intact. Functional testing found customer problem was duplicated. Pump was found to be displaying an error code message on power up when batteries are inserted, during the investigation. The root cause of the reported issue was found to be component failure. Actions were taken to mitigate the reported issue. Replaced the clock battery.

Event description:
Additional information received. Via email and attached 04/nov/2021. No patient involvement.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device volume kept failing. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.